Manufacturer narrative:
The patient was originally implanted with the excor blood pump on (B)(6) 2019 and had a pump exchange on (B)(6) 2019 for thrombus. The patient died on (B)(6) 2019 due to the stroke with severe neurological lesions. The device performed as intended at the time of the event. The site did not inform of the adverse event to berlin heart until 12/9/2019. Adverse event term: ischemic cva.

Event description:
Berlin heart (B)(4) was informed by the site that a patient with excor blood pump in lvad configuration, suffered from an ischemic cva that resulted in neurological lesions on (B)(6) 2019.